Manufacturer narrative:
Concomitant medical products: product ID: wr9220, serial#: unknown, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the manufacturer representative (rep) was at doctor's office with the patient trying to help them charge their stimulator. The patient had not been able to fully charge their stimulator for a couple months. The rep was notified today of the issue. The rep reported a 1707/coupling issues error. This was the first time the patient got the code and it said excellent connection and then starts searching and doesn't connect to stimulator again. Stimulator was right on surface. Recommended the following troubleshooting steps: moving away from possible sources of emi, recommended patient lean forward while sitting or cross leg to optimize ins position, repositioned the recharger, suggested seeing if they can feel the edges of the ins or if it is tilted or deep . Gave suggestions to rep while patient was in seeing the doctor. The rep was not able to try suggestions to see the outcome while on the phone. Was not able to collect serial number of recharger because rep had to go.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the connection issue was an error in connection. The mdt rep closed open session(s) (three lines bottom left), turned airplane on/off (reboot process). The cause of the device not being able to fully charge wasn't determined, but was resolved. After the troubleshooting session, there was an excellent connection and a successful charging session. No further complications were reported at this time.